Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental additional reportable info becomes available. (B)(4).

Event description:
A customer reported a vitreous cutter did not move during a procedure. The cutter was exchanged and the procedure was completed. There was no pt harm.